Event description:
Revision knee due to patient fall and caused injuries to his collateral ligaments.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:5560-s-215, triathlon cemented stem-15mm x 100mm, m6k16w; 5540-a-801, triathlon femoral distal augment 5mm - size 8 left, xlmc; 5521-b-700, tri ts baseplate size 7, fxrt; 5565-s-023, tri press-fit stem 23mm x 100mm, m3n23b; 5571-s-025, triathlon stem extender 25mm, mkny90; 5512-f-801, tri ts femur sz8 left, vtxkb. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
Revision knee due to patient fall and caused injuries to his collateral ligaments.

Manufacturer narrative:
The patient is (B)(6). An event regarding revision due to patient fall involving a no 7. Triathlon ts plus tibial insert x3 poly 11mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: not performed as no device specific failure modes were identified. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. Furthermore, communication with the sales rep revealed the surgeon indicated that due to the nature of the failure by fall, he does not feel this is related to the implants.